Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback as instructed in the user's guide. Clear fluid was observed, indicating that the cycler alarmed appropriately. The disposable cartridge was not returned for evaluation. The exact cause of the leak cannot be determined. The user's guide provides adequate instructions for troubleshooting system alarms and performing rinseback. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No add'l info will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A system alarm occurred during a routine hemodialysis treatment. A clear fluid leak was observed. The operator did not follow rinseback procedures, resulting in an estimated blood loss of 190cc. No medical intervention was required.